Event description:
According to the reporter, during an open zenkers diverticulectomy, on transection of the pouch, the reload that came with the staple handle fired successfully. The second reload that was loaded on to the staple handle fired staples, but did not cut. The surgeon manually cut between the staple lines to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open zenkers diverticulectomy, on transection of the pouch, after the device was fired, it appeared that the staples were properly fired and in the tissue but the device did not cut between the staple lines. When cut between the staples lines, the esophagus fell open. The patient was discharged but was readmitted the next day due to leak and hospitalization was extended. The patient was put on nothing per orem (npo)/nothing by mouth with feeding tube, was given antibiotics and medication for major salivary glands to minimize saliva and dressing changes to wound. A neck exploration was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws of the instrument, consistent to application over an obstruction. It was reported that the device was fired, but the knife did not transect the tissue and an unexpected content leak occurred along the staple line. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b1, b2, b5, e1(middle name), g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open zenkers diverticulectomy, on transection of the pouch, the reload that came with the staple handle fired successfully. The second reload that was loaded on to the staple handle fired staples, but did not cut. The surgeon manually cut between the staple lines to resolve the issue. The patient was discharged but was readmitted the next day due to leak and patient was still in the hospital.